Event description:
The sigma spectrum IV pump administered 200cc of cisatracurium to the patient in 60 mins (37.9 ml/hr to infuse 11 mcg /kg/min per mar documentation). Pump was programmed correctly for medication and dose. At this time, the pump was changed out and a new pump was programmed for the continuous infusion. Medical team and pharmacist were made aware of the over infusion. During this time, the patient's vital signs remained stable, her condition was unchanged, and she was on a continuous sedative. The next day, patient was moving extremities as she woke from sedatives. Pump involved was sent to biomed for pm test. Remained out of service until sent to baxter late september.